Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on a review of data management system (dms) alert history and glucose data, eversense continuous glucose monitoring (cgm) triggered low glucose alerts and/or out of range low glucose alerts throughout the night on (B)(6) 2020. Since the device functioned as intended by asserting low glucose alerts, the customer complaint could not be confirmed.

Event description:
Senseonics was made aware of an instance where the patient experienced hypoglycemia event and eversense continuous glucose monitoring (cgm) system did not alert the patient. Her blood glucose (bg) reading was 45 mg/dl at approx 8 am and the sensor readings were close to bg reading initially but when values started to drop, she did not receive any alert neither in the app nor via transmitter vibration. User is doing fine and did not require anyone's help.